Event description:
A hemodialysis facility reported an internal dialyzer blood leak during treatment. The ebl is 250cc's with no reported ill effects to the pt. The sample is available for eval.

Manufacturer narrative:
(B)(4).